Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic ventral hernia repair surgery on (B)(6) 2010 and meshx2 was implanted. Additional information was provided that the patient underwent emergency abdominal wound exploration on (B)(6) 2010 which included debridement on 1/6 kilograms of necrotic skin, infected mesh, subcutaneous tissue and extensive fat necrosis of the anterior abdominal wall. It was reported the patient underwent surgery for reexamination of the wound and partial thickness skin graft on (B)(6) 2010 and two further debridements and removal of mesh on (B)(6) 2010. It was reported the patient underwent surgery for wound vac change and removal debridement of dead skin graft on (B)(6) 2010. It was reported that the patient underwent additional surgery on (B)(6) 2010 for partial thickness skin grafting of 20 x 30 cm. It was noted ¿her open abdominal wound measured 60 x 45 cm with good granulating tissue except in the midline where she was still experiencing fibrin and areas of necrotic tissue. It was further reported the patient underwent surgery on (B)(6) 2010; however, no details are provided regarding the conduct of this surgery. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 4/15/2020.